Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h10 6 previously reported events are included in this follow-up record. Product return status 4 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. - 2 events had patient involvement; no patient impact. - 4 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 1 device was received. 1 device was not available for evaluation. 2 device investigation types have not yet been determined. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device reportedly overheated. 2 events had patient involvement; no patient impact. 2 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 4 events were originally reported for this failure mode during the reporting quarter; however, 2 events were inadvertently excluded. 6 reported events are included in this follow-up record. Product return status: 2 devices were received. 1 device was not available for evaluation. 3 device investigation types have not yet been determined.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 2 events had patient involvement; no patient impact. 4 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.